Event description:
Discordant bun and creatinine results were obtained on an advia 1800 for 1 pt. The results were reported to the physician. The pt sample was repeated on the same instrument and the corrected results were reported. There were no reports of adverse health consequences or known pt interventions due to the discordant bun and creatinine results.

Event description:
Reporter alleged the following results of 45 mg/dl, 44 or 46 mg/l, 380 mg/dl, and 390 mg/dl or close to that were stored in the memory of the compact plus system when he actually obtained the results of 38 mg/dl, 246 mg/dl, 483 mg/dl, and 21 mg/dl respectively. Reporter also stated that segments were missing and this was discovered on the call. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device.

Manufacturer narrative:
Na